Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with heavy calcification, moderate tortuosity and 99% stenosis. Intravascular ultrasound (ivus) could not cross the lesion and the 1.5x12 mm mini trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted with the anatomy. The balloon was inflated once to 10 atmospheres but the balloon ruptured. A non-abbott balloon was used to continue the procedure. A 2.75x28 mm xience skypoint stent was deployed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.